Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When a non-boston scientific mapping catheter was introduced, the sheath had a continuous blood leak. The physician used a wet sponge to stop the leak. The procedure was completed with the same device. No patient complications were reported. The device is not expected to return as it was disposed.